Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the distal luer connection on the white plastic and a slight deformation was observed on the outside. The device was filled with 72.11 ml of 5-fluorouracil (5000mg) and 14.64 ml of sodium folinate (900mg) including 9.592 ml saline as diluent having final volume of 96.21ml. The issue was noticed while preparing for transport, liquid was noticed in the shrink-wrapping bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between january 22-23, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed droplets of fluid inside a bag that contained folfusor device. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.